Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "it was reported that the attune size 8 ps fb trial was broken. Snapped medial posterior articulating surface off." The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that '(B)(6), attune fb ps artic surf sz8¿ is broken and has a missing fragment at the left side of the surface. The observed condition can be traced to improper handling/care of the device, where excessive force could have been applied while assembling/disassembling the device with its mating component. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune fb ps artic surf sz8 would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank.

Event description:
It was reported that the attune size 8 ps fb trial was broken. The medial posterior articulating surface snapped off.